Event description:
It was reported that the patient presented in hospital for an unrelated complaint. Upon device interrogation, the atrial lead exhibited loss of capture and over sensing. The lead was capped and replaced on (B)(6) 2015. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.